Event description:
It was reported that a half day infusor was observed to have a particle floating inside of the reservoir. This was discovered after the device was filled with desferrioxamine and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was manufactured on february 17, 2014 - february 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.